Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-03195. It was reported that erosion and infection were observed. The incision site was dehiscent. The physician did not allege the infection was device or procedure related. The device system was explanted. The patient was stable.

Manufacturer narrative:
Additional information: d10. Analysis was normal. No anomalies were found.